Event description:
It was reported by the pt that following a shoulder surgery, the pain pump that had been placed stopped working after delivering only 11.7cc of medication. The pump was removed without incident and the pt continued taking the oral medication that was initially prescribed along with the infusion pump.

Manufacturer narrative:
The pt discarded the unit after removal.